Event description:
A durable medical equipment company reported a product user alleged their remstar heated humidifier had malfunctioned. The malfunction resulted in thermal damage to the enclosure of the humidifier. The device was in use at the time of the event. There was no reported pt harm or injury. The MFR's engineering dept investigated the device and determined that the combination of water and foreign material ingress led to the failure of the pca board in the humidifier. This resulted in the thermal damage to the housing of the device. A third party was commissioned by the MFR to investigate the issue and identified the foreign material as wood and characterized the contaminant found inside the enclosure is consistent with tap water residue. However, the third party and the MFR are unable to determine how the foreign material entered the enclosure. Upon completion of the investigation, the MFR has concluded that the event and findings are consistent with device care and handling in a manner contrary to product labeling. This care and handling resulted in tap water and foreign material ingress of the device. The MFR user manual labeling cautions users to drain and dry fluids spilled onto the unit prior to using the device and the findings indicate that this did not occur. Based on continual monitoring of complaint data for the affected device the MFR has concluded that probability of a similar event occurring is remote, given the device is handled and used according to product care and handling labeling. The MFR, therefore, has concluded that corrective, preventative and remedial actions are not indicated.